Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer were hospitalized due to diabetic ketoacidosis with blood glucose was 250 mg/dl. The customer was putted on intravenous fluid. It was also reported that the customer's blood glucose was in 200 mg/dl range for couple of days and it could not get blood glucose down and infusion set not getting good absorption.